Event description:
It was reported that a 76 y.o. Male patient suffered post-procedural skin tear because of the indifferent patch placement. No issues were noticed during procedure. There was no skin burn after the procedure. Patient was under general anesthesia during procedure. Patient did not require extended hospitalization or surgical intervention, but was treated with prescription hydrocolloides and fully recovered. Patch used: valleylab bipolaire covidien (B)(4). The causative device is the patch, which is not bwi product, but valleylab bipolaire covidien. Therefore bwi product generator is considered concomitant product. Pi1-zi4y67. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).